Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01767. It was reported that guidewire detachment and vessel perforation occurred. The target lesion was located in the calcified mid to distal right coronary artery (rca). Rotational atherectomy was performed with a 1.25 rota burr advanced over a floppy rotawire. The burr was upsized to a 1.5mm burr. During rotational atherectomy with the 1.5mm burr, there was a vessel perforation of the proximal rca. Following the procedure, review of the cine images revealed that the 1.5mm burr had come into contact with the distal portion of the rotawire on 4 occasions. During the final run, there was no wire track to follow, which resulted in the burr exiting the vessel wall. The patient was sent to urgent surgery for vessel repair and removal of the wire fragment. No additional patient complications were reported. The patient's condition was noted to be stable following the procedure.